Event description:
It was reported that the right ventricular (rv) lead had some increase in capture thresholds but they have stabilized. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: concomitant product: 4512 implantable pacing lead 1989 (B)(6). (B)(4).